Event description:
The facility reported an infusion pump with a failure code 703 to a baxter account mgr. The failure was found during biomed testing. No injury or medical intervention was involved with this pump.